Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user participating in the ilet experience study experienced hypoglycemia while working out or walking, and the cause was unclear; no alerts or alarms were reported, and no additional event details could be obtained from follow-up. Customer care provided support that included internal case assessment and attempts to obtain a blood glucose questionnaire and event details from the user without success. Investigation of this case revealed insufficient information to link the event to a device malfunction, and no device component issue was identified. No clinical symptoms associated with hypoglycemia reported. Outcomes included transient health impact without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.